Manufacturer narrative:
The customer cancelled the service call before service was rendered. No add'l info has been disclosed.

Event description:
The customer reported the system intermittently failed to display images. No report of pt injury.